Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the y/c cable attached to the device due to the occurrence of the phenomenon when the cable is moved.

Manufacturer narrative:
As part of investigation, the technical assistance center (tac) assisted the customer with troubleshooting. It was reported that the customer uses a cv-190 tower with a scopeguide and a non-olympus image capture device all wrapped up in a boom. Tac requested that the components or cable be swapped out. The customer began to wiggle out some cables and notice when the olympus y/c cable was wiggled the issue resurface. It was determined that the y/c cable was the issue. Tac recommend preventative maintenance for the olympus equipment and transferred the customer to obtain a replacement cable. The cable was not returned to the service center for evaluation. However, the (B)(4) instruction manual warns the cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result.

Event description:
The service center was informed that the customer observed intermittent image loss on the video system monitor. There was no patient involvement.